Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle there was an unknown stain and a molding defect on two syringes. There was no patient impact reported. "The emsn's needle bevel tip has an unexpected barb and unknown stain. Emsn 21g: lot 2239871 * 2".

Manufacturer narrative:
Bd received 2 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for damaged needle point with the incident lot was observed. The failure mode of foreign matter was not observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issues of damaged needle point and foreign matter were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged needle point. This complaint could not be confirmed for foreign matter. Bd has initiated further root cause investigation relating to the issue of damaged needle point through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. The following fields were updated due to additional information: device available for evaluation:  yes returned to manufacturer on: 2023-07-20.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle there was an unknown stain and a molding defect on two syringes. There was no patient impact reported. "The emsn's needle bevel tip has an unexpected barb and unknown stain. Emsn 21g: lot 2239871 * 2".